Manufacturer narrative:
The eon mini ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. The ipg communicated and charged normally with lab standard equipment. The charging system displayed the ipg battery age light. The ipg was implanted for 14.78 years. Auto test was performed to ensure ipg electrical parameters were within specifications. The ucod portion of auto test failed due to no output on channels 8 and 16. X-ray analysis revealed broken feed through wires for channels 8 and 16, which is consistent with damage occurring during the explant procedure. A discharge test was conducted, and the remaining battery capacity exceeded the expected requirements, which is a minimum of 24 hours when the device is 10 years old or more. The ipg battery is considered to have normal battery depletion.

Event description:
Related manufacturer reference number:1627487-2023-06083. It was reported the patient underwent surgical intervention on (B)(6) 2023, wherein the ipg and lead were explanted for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.